Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were received for evaluation. Samples showed longish pin holes at the corners of cavity of the bottom foil. During packaging process foils are visually inspected for damage. There is a potential that foils got damaged during post manufacturing labelling process. Therefore, an investigation has been initiated to address the potential root cause of the issue.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. Upon evaluation of the unopened samples pin holes were found in the packaging.

Manufacturer narrative:
(B)(4). Representative samples were received for evaluation. Samples were opened for visual inspection and foil packages showed longish pin holes at the corners of cavity of the bottom foil, leading to premature suture degradation and breakage. During packaging process foils are visually inspected for damage. There is a potential that foils got damaged during post manufacturing labelling process. Therefore, an investigation has been initiated to address the potential root cause of the issue.